Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was loose at the distal end; however, it was due to the broken grip cable at the back idler pulleys inside the housing. The housing was removed and the grip cable was found broken at back idler pulley inside the housing at the proximal end. The evidence was inconclusive, but the damage was likely due to mishandling during the cleaning process, causing corrosion on the surface of each back idler pulley. The corrosion was likely to cause friction during movement. Engineering also found corrosion on the roll bearing and deep scratches on main tube. The roll bearing exhibited corrosion around the edges. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the large suturecut needle driver instrument was noted to have a loose wire. No patient harm, adverse outcome or injury was reported.